Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pcq196, and no non-conformance related to the reported complaint condition were identified. Summary: an empty overwrap packet, a paper lid, a detached needle and a suture in a winding former of product code 6833, lot # pcq196 were received for evaluation. During the visual inspection, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined and remnant suture was noted, the suture end is severely cut/damaged, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Event description:
It was reported that the patient underwent a laparoscopy procedure in (B)(6) 2019 and the suture was used. During insertion in trocar the needle reattached from the suture. There were no patient consequences reported. No further information is available.